Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and was missing. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the electrode belt trunk cable connector was glued into the monitor's receptacle. The root cause for the glued trunk cable connector was unable to be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient's monitor had a damaged case and that the patient's belt was stuck in the monitor.